Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent a diagnostic and interventional radiology procedure on (B)(6) 2013. Access was obtained at the femoral head via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with 4,000 units of heparin. A pre-procedure femoral angiogram showed the vessel size to be 7mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician prepped the device, inserted the balloon into the procedural sheath and inflated the balloon. As the physician pulled back the device towards the arteriotomy the balloon ruptured "causing the physician to pull the sheath out". The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1323302) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.